Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 482 mg/dl, 101 mg/dl and 84 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer called customer service on (B)(6) 2010 to request assistance in setting-up her freestyle flash blood glucose meter. She further reported that on (B)(6) 2010 because she was unable to test she experienced polydipsia, headaches and vertigo. Paramedics were called and transported customer to a local healthcare facility. Customer was treated with an unknown amount of insulin and had her metformin dosage increased. Customer was unable to state if she received a diagnosis. There was no report of death or permanent injury associated with this event. Customer service provided assistance in setting-up her meter.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.